Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the unit failed with symptoms related to 35v failure, and the power management failed. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported failure. The fse replaced the power management to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.